Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline and disconnected mode. A field service engineer (fse) guided the customer to plug the pyxis into the wall port and the back of the pyxis. After rebooting, the device exited disconnected mode, and the critical override issue was cleared. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.